Event description:
It was reported that a patient underwent an unknown procedure due to "uterine fibroids and degree I uterine prolapse" on (B)(6) 2024; and a suture was used. During surgery, the doctor used suture to suture the incision, but the suture broke multiple times when tying the knot. The remaining suture in the same packaging was used to continue the surgery, resulting in a prolonged surgical time and potentially unsatisfactory suspension effect. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs, tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002: device not returned. Related events captured via: 2210968-2024-02199.